Event description:
It was reported that before the procedure the device had activation issue three times. Another like device was used to start the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The instrument was received with a loose mount. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.